Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed that only the s/c & mod cath trl 46/28 was returned for evaluation. Additionally, scratches were observed across the overall device surface and the device exhibited signs of heavy usage. Scratches are consistent with other tools and hard edges coming in contact with the device. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed as mating device was not returned for evaluation. Therefore, with evidence provided, the reported jammed condition cannot be confirmed. A device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code ae0905 provided is not a valid finished goods lot number. The overall complaint was not confirmed as the observed condition of the s/c & mod cath trl 46/28 would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code ae0905 provided is not a valid finished goods lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trial was stuck in acetabulum after it popped off trial handle. It had to damage with rongeur to remove. No extra time needed.